Event description:
On (B)(6) 2026, a healthcare professional reported that a patient using a pod, worn on the abdomen, experienced a pelvic inflammatory and infectious reaction involving pus, at the pod insertion site. Purulent discharge was reportedly observed at the site. Medical assistance was not required at the time of reporting. No additional information is available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed tothe patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.